Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a contraindicated procedure. It is unknown if the device was placed in surgery mode. Afterwards, the ipg was unable to communicate. Surgical intervention may take place at a later date.